Event description:
Customer reported that he is going to the emergency room because he had high blood glucose. Customer stated that the blood glucose reading was over 300 mg/dl. Customer stated that his sensor did not go into serter and the sensor needle bent from trying. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2014-81401.